Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the communication cable between the in/out hub had a poor connection. The connection was reset by the representative to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the localizer on the navigation system was not connected. It was reported that the navigation system displayed no connection between the polaris spectra system control unit (scu) and positioning sensor unit (psu). It was noted that no power was being transferred. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A transformer for the navigation system was returned to the manufacturer for analysis. The transformer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Correction: device manufacture date inadvertently omitted from initial MDR. The polaris spectra system control unit (scu) for the navigation system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.